Manufacturer narrative:
Visual inspection of the proximal end of the graft bolt revealed that it sheared through the proximal-most fenestration approximately 14.8 mm from the bolt head. Additionally, a portion of the major diameter of the shank thread appeared to have been peeled away. The root cause is undetermined, but may be the result of elevated insertion torque contributed to the shear failure of the graft bolt. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent an anterior lumbar interbody fusion (alif) on (B)(6) 2025. The graft bolt broke upon insertion into the standalone cage. Half of the bolt remains stuck in the threads of the alif cage and endplate of the vertebral body.